Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was making a weird beeping sound and a number was frozen on his screen. The customer changed the battery and the pump did restart, but the number stayed frozen on his screen. Advised the customer that a replacement of the insulin pump is sent. No further information was provided.